Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. During the log file evaluation it was found replicated the alert "resistor movement fault - sticky resistor knob". However, the customer complaint cannot be confirmed due to no picture or sample availability. The most probable cause is insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert. The current process controls detection includes a torque test is conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs.

Event description:
The following has been reported: biomed reported: to whom it may concern, I have a lvp pump serial # (B)(6) was reported to me that the pump message service. I cleaned the av (actuator valve) pins and loading guide . No problem found while testing pump. I searched though the history log I found the following : pump problem on nov. 13 at 13:10,13:07,13:05,13:02,12:59. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: sticking fluidic resistor (set issue that causes pump problem alarm). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.